Event description:
It was reported the subject device exhibited blackout and the power could no longer be turned on. The issue occurred during an unspecified procedure. The intended procedure was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure (blackout and power could not be turned on) was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: power turned off by itself. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.